Manufacturer narrative:
Investigation: testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 154048 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-000 lot 154048 and device part number 195-430h/lot 145814. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 154048 showed that the complaint rate is (B)(4). In abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue however a possible assignable root cause is the specific patient samples .

Event description:
The customer reported false positive results with the ID now covid-19 assay for multiple patients. This MFR. Report addresses patient 3 of 5. The customer reported a false positive result with the ID now covid-19 assay. The nasal swab was used to swab both nostrils per the product insert instructions. Repeat testing was not performed. Confirmation testing with pcr generated negative results. The customer stated the patient was asymptomatic. No additional patient information, including treatment and outcome, was provided.